Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing display window. The displacement test could not be performed due to the blank display.

Event description:
It was reported that the customer had normal blood glucose levels of 109 mg/dl. The uncle of the customer reported that the insulin pump was exposed to water. The uncle of the customer reported a blank display on the insulin pump after the exposure to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.